Event description:
It was reported that the patient passed away "over a year ago." No death certificate or additional information regarding the event or insulin pump use is currently available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. On (B) (6)2008, the patient advised animas that he did not wish to pursue insulin pump therapy and there is no indication in the order history that pump supplies had ever been purchased. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.